Event description:
Intra-operative complications. It was reported that the patient's blood pressure suddenly dropped during the operation, and the doctor diagnosed a retroperitoneal hematoma. The operation was stopped immediately and the patient was resuscitated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).